Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that the when attempting to take a 2d scan, site were not able to expose. Site reported that using both hand and foot switch. Site also reported that after rebooting the system twice, they were able to expose but there was a line through the scan, site rebooted again and was able to successfully expose without a line on the scan and was able to continue with using the system for case. Patient was present and no additional information available.

Manufacturer narrative:
H6: a medtronic representative went to the site to test the equipment. Testing revealed that adjusted and cleaned ps1 powers supply. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section a. Patient information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that issue occurred intraoperatively, 10 min delay to the case and no impact to the patient's outcome. And received patient details.